Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a275, lot# va1ppf6003, implanted: (B)(6) 2018, product type: lead; product ID: 977a275, lot# va1uhev021, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved as of (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the ¿avoid electrodes 5 and 11¿ message was not determined. It was noted that no actions were taken; the device was re-interrogated on the resolution date with no status of avoid. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot# va1ppf6003, implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, lot# va1uhev021, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the telemetry status read ¿avoid electrodes 5 and 11.¿ this was noted to be one electrode on each lead. No actions were taken to resolve this issue, but it was noted to be resolved without sequelae as of (B)(6) 2019. No symptoms or further complications were reported or anticipated.